Event description:
Olympus was informed by the user facility that the customer maintenance unit/ leaktester, ¿the plug in the back of the unit, the prong is not sticking out¿ discovered during preparation for use. No adverse outcome was reported to olympus. The device will be returned for service/repair.

Manufacturer narrative:
The service evaluation found the maintenance unit¿s rear (alternating current) ac inlet was damaged and had broken prongs. Additionally, one of the suction feet was missing and the power switch plastic cap was torn. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the damaged inlet could not be determined at this time. Olympus will continue to monitor field performance for this device.